Event description:
It was reported that the patient experienced unspecified issues with an ams male sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Additional information was received that the patient experienced incontinence with an advance male sling. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.